Event description:
Eighty four year old female with idiopathic thrombocytopenic purpura and underlying hypertension rec'd 4 prosorba column treatments. First 3 treatments on 7/10, 07/14 & 07/16/98 were uneventful. Approx 8 hours post-4th treatment on 7/21/98, the pt experienced global aphasia and was thought to have had a cardiovascular accident. Magnetic resonance imaging results showed a small focus of increased signal in the right temporal lobe of the convexity aspect - may represent ischemic change or infarct. The pt has no prior history of neurologic disorder. The global aphasia resolved within two days. The pt is on beta blockers for hypertension and her blood pressure remained fairly stable (148/90, 170/60, 160/82, 156/58) through the four treatments.